Event description:
A customer reported that their pump battery would not charge, but there was no adverse impact to the customer's blood glucose level. The customer attempted charging solutions by using different wall outlets and adapters, as well as a different charging cable, but these attempts were unsuccessful. Technical support decided to replace the pump to resolve the issue. The customer reverted to an alternate method of insulin therapy.